Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a sub totally occluded left anterior descending (lad) coronary artery. The balance middleweight (bmw) universal guide wire was advanced and during gentle traction to redirect, the guide wire began to unravel. A whisper guide wire was advanced in a guideliner half way down the vessel and a trap balloon was put up in order to pull everything out in one piece. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or torqueing of the guide wire during advancement likely resulted in the reported break. The corkscrewed appearance on the shaping ribbon is consistent with twisting of the wire during advancement. The coils likely became stretched during retraction. The noted kinks on the guide wire likely occurred during packing for return analysis. Additionally, the treatment appears to be related to the operational context of the procedure as a whisper guide wire was advanced in a guideliner half way down the vessel and a trap balloon was put up in order to pull everything out in one piece. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.